Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the pt told the clinical specialist (cs) that for the last couple of weeks, while running the stimulator, he got random jolts, either as his ipg site, or in one of his legs. He was still getting stimulation where needed otherwise (low back and bilateral legs). It is unk if this behavior occurs when the stimulator is turned off. The pt says that the sensation sometimes lasts as long as 5-10 min or as little as 1 min. The behavior is not positional, and does not occur in same place or during the same time of day. The cs took one diagnostic measurement, and all contacts exhibited normal impedances. About 10 mins later, she took another diagnostic measurement, and contacts 1&4 were invalid (the rest were ok). She then took a 3rd diagnostic measurement, and all contacts exhibited normal impedances again.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.